Manufacturer narrative:
The device trained customer reported evaluating the suspect device/component however, the reported device behavior was not duplicated and no assembly failure has been identified. At this time, no device/component is available for analysis. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported no ventilation values (asterisks) on the display of this ventilator device, while in patient use. The customer stated that the patient experienced a low oxygen desaturation during this issue. The customer stated that the patient was placed on an alternate device and no further episodes of low oxygen desaturation were reported.